Event description:
Patient called to report an adverse event and product problem she¿s experiencing with the roi-c cervical cage she had implanted in (B)(6) of 2016. Patient stated she woke up from the procedure in extreme pain and has had pain ever since the device was implanted. Patient stated she questioned the surgeon whether the continuing pain was normal and was told by the surgeon they hadn¿t used the device before and have since stopped using the device. Patient stated she attempted to deal with the pain, but a year after implant in 2017 she went to another doctor who she had previously seen for a different fusion procedure, and they told her this device had not fused. Patient is very concerned and stressed about the possible complications and said the pain and problems with the device are getting worse as time goes on. She stated she now experiences cracking and popping sounds in her neck, pain, and numbness in her hands. Patient stated she is trying to determine if the device was part of a recall. Associated device catalog numbers mc1443p, mc1005t. Associated device lot numbers: 40673, 627069.